Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 4074 implantable pacing lead, (B)(6) 2012. (B)(4).

Event description:
It was reported there was atrial under sensing found on the remote pacemaker transmission. The lead remains in use. No patient complications were reported as a result of this event.